Manufacturer narrative:
Product ID: 37714, serial# unknown, implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that there was a repositioning of the medullar stimulation electrode due to it not covering all the territory. The buttock area was not covered by the paresthesia. The area was still painful. It was unknown what led to the event. No diagnostic/troubleshooting was performed. There was hospitalization from (B)(6) 2014. There was repositioning of electrode pulled down toward t12/l1 on (B)(6) 2014. The event was resolved at the time of report. The event was serious. The event was unknown related to the device and unknown related to the procedure. The patient¿s status at the time of report was alive with no injury. Relevant medical history included: chronic neuropathic pain and chronic radiculalgia.